Event description:
It was reported that following a lead revision, the cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedance and the set screw could not be re-secured. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a grommet issue and a damaged grommet. The returned device indicated a lodged set screw and a damaged set screw. The analyst found the top and bottom surfaces of the (right ventricle) rv grommet damaged and presence of (foreign material) fm on the bottom surface of the rv grommet. The analyst further noted that the rv set screw was found stuck in the rv block and with damage to the surface and set screw threads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.